Manufacturer narrative:
Concomitant medical products: 479888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not capturing at high outputs. It was also suspected that the lead was not sensing appropriately as the patient became dependent following an ablation procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.